Event description:
The customer reported to baxter (B)(4) regarding the multilayer bag set in which the blue cap on the injection port has fallen off. There was no patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, the customer provided a photo. A visual inspection of the photo revealed that the blue cap disconnected completely from injection site. The blue connector used on this eva bag is purchased from an external supplier. A scar (supplier corrective action report) was issued to the supplier. After investigations performed, the supplier confirmed that as a corrective action the molding machine producing the caps was stopped for maintenance on each cavity to center out the nominal value due to suspected diameter ovalisation. Furthermore the supplier has added a test during in-process and 20 units from each bag (2000) will be checked for this non-conformance. Also at the manufacturing plant, the same test has been added to be done during the product testing of this code. Similar reports have not been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.